Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. It was reported that the device's battery depleted. It was also indicated that the pump's base was not responding. There were no adverse events reported.